Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. Corrected fields - h8. A getinge field service engineer (fse) reset all the connectors of main board but the problem still persist and the distributor has replaced batteries from hospital stock and observed that problem was resolved. Performed all function test and all the parameters within the limit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit is not switching ¿on¿ on battery and the charging indicator is not glowing. There was no patient involved.